Event description:
It was reported by the customer that pyxis medstation es system drawer would not open. The customer confirmed that they were unable to retrieve an item from drawer 1, and despite a restart, the drawer remained unresponsive. This situation resulted in a delay of two hours. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from a failure of the drawer. A field service engineer installed a new pcba controller board, model 151730-21, for drawers 1 and 2, as well as a replacement drawer controller board, model 151722-01, for drawer 1 to resolve the issue preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.